Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. During the procedure, the steerable guide catheter (sgc) was advanced within the patient. While advancing the sgc it became lodged in the posterior wall of the left atrium. The patient's heart rate and blood pressure dropped and ventricular fibrillation was visualized. The sgc was removed from the patient and the procedure was discontinued. The final mr remained at grade 4+. There were no clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.